Manufacturer narrative:
Over the past year, syncardia contacted (B)(6) hospital on numerous occasions requesting the serial number of the freedom onboard battery. The hospital has never responded to the repeated requests. After the patient's final outcome, all equipment was requested to be returned from harefield hospital, however, the location of the patient's freedom onboard batteries is unclear. Syncardia has completed its investigation and is closing this file. (B)(4). Follow-up report 1.

Manufacturer narrative:
The freedom onboard battery will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that patient's freedom onboard battery did not hold a charge and when it was in the freedom battery charger, it was hot to the touch.